Manufacturer narrative:
External insulation abrasion was noted at 7.9 cm to 8.0 cm from the connector pin breaching the outer insulation and exposing the outer coil. The exposed outer coil is consistent with lead friction to the device can.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that noise was observed on the right ventricular (rv) lead. The lead was explanted and replaced. There were no adverse health consequences to the patient. The patient was stable pre and post-procedure.